Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical error. Customer's blood glucose level was 202 mg/dl. Customer also stated that the no pump error was displayed before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Device failed the self test due to partial display caused by moisture damage on the electronic assembly. Device failed the sleep current test due to moisture damage on the electronic assembly. Device received with cracked belt clip rail case corner and keypad overlay at select button. Device received with pillowing keypad overlay. Device received with label damage/faded.